Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure 1 month after implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was good. Periodontal disease and bone resorption were observed during the implant removal surgery. The patient has since recovered.